Event description:
Information was received that the eyelit of a smiths medical tracheostomy had split . No adverse effects reported.

Manufacturer narrative:
One photograph of the product was received for investigation. An inspection of the photograph revealed the following. The unit was in used condition. A split was observed by the neck strap. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The most probable root cause is that the damage occurred after the product left the manufacturing facility. The problem source of the reported product problem was unknown. A root cause was not established.